Event description:
It was reported that during an unknown procedure, the surgeon found some staples did not come out after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a complete cut line? If no, was the staple line and cut line equal in length indicating a partial fire? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received partially fired 1/3. Additionally the retention tabs were noted to be damaged the cartridge pan bent; one double driver was out of position. No functional test could be performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.